Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pins in the pump usb charging port were damage and the pump could not be charged. Customer's blood glucose was 300-400 mg/dl. Customer continued to use pump for insulin therapy as battery had enough charge in it.